Event description:
Premature battery depletion was reported.

Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on device settings and usage information, a longevity calculation found the device to be within longevity estimations.